Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). The patient reported that it was not working very well for her so she turned it up very high, which she knows she shouldn't do. The patient stated that she is not getting therapeutic effect for her urinary issues during the day. The patient reported that the other night she slept in her sisters bed ,which is very comfortable, and the patient was not sure if she was just relaxed, but she had a bad accident and wet the bed. The patient programmer (pp) showed that stimulation is on, and the patient changed from program 1 to program 2. The patient experienced pain from overstimulation during the program change at first, but was able to decrease her amplitude down to a comfortable spot. After patient service reviewed pp use, the patient noted that she may have been turning the therapy off and not realizing it. The patient was redirected to her healthcare professional (hcp) if her issues do not improve with the program change. No further complications were anticipated/reported.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that for some reason she had been wetting the bed and this started 2-3 weeks ago in (B)(6) 2017. Patient stated she think this started after she got knock up against the building by a horse. It took her breath away and made her back hurt. She did not know exactly when it happened but thinks the wetting started shortly after. She wanted to help to use her patient programmer (pp) first and if that did not work, she would call her healthcare provider (hcp). Patient was instructed to sync with the pp during the call and pp showed stim was on. She was on program 4 at 1.3v. She was feeling stim in the correct area. Patient wanted to try program 4 at 1.4 and said she could feel it strong, it was zapping but she was comfortable and she wanted to try it there. There were no further complications that have been reported as a result of this event.